Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6480 dualwave pump went up and down on the pressure as well as hit lavage and rinse all on its own. This occurred during a case, the pump was switched out and the case was completed with no effect on the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint was confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was visually inspected, and it was noted signs of wear and tear. The warranty seal was not damaged. The returned device was assembled with a new ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions for 120 minutes to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. The lavage function tested found that when tubes are connected in both rollers and the function/buttons are pressed, the device functions as intended. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit flushed correctly. Functional testing with the trident (testing equipment), it was noted that every time the pressure was increased, the pump roller stopped and then moved a few seconds later. This behavior is not expected. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the loud motor and caused by extended usage in the field. A cause of the reported failure can be attributed to wear and tear from extended usage in the field since the device was manufactured in 2020.